Manufacturer narrative:
Initial trend analysis for lot 56706a was conducted, no malfunctions were found. This is the only complaint for lot 56706a. Further investigation will be conducted to determine the root cause of complaint.

Event description:
User states syringes from lot 56706a gets bent when trying to inject insulin. States about 5-6 from one pack have done this. Syringes are being used with novalog insulin.